Event description:
It was reported that the fiber could not transmit energy after the laser was started during the procedure. After checking the fiber, it was noticed that it was damaged. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece, however, the length was short, the fiber measured 202.5 cm, and the broken piece was not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The glass cap exhibited moderate devitrification at the output window. Devitrification is expected with normal fiber use. The metal cap exhibited moderate charred debris adhesion on its surface which is indicative of heavy tissue contact during the procedure. The connector cone, segments, and tabs appear in good condition and secured. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The fiber having the break likely led to what the customer experienced of the fiber not being able to transmit energy.